Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted. Insulin pump received with cracked case at display window corners, minor scratch on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was in the hospital due to a blister on the foot that was not healing. The blood glucose reading was 181 mg/dl. He stated that the insulin pump had a motor error while he was in the hospital. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. He also mentioned that he had been hospitalized in (B)(6) for a low blood glucose of 7 mg/dl. Nothing further was reported.